Event description:
It was reported that there was stimulation in the wrong location. The patient did not feel stimulation in her feet and felt stimulation more on the left side in her belly. They want more stimulation in legs down to feet and back. It was noted that they would contact their physician's office for reprogramming as they have tried all options possible with patient programmer. Additional information was reported indicating that she was going to have her device removed. The patient had rheumatoid arthritis and the device actually caused more pain to lower back since implant. The patient had the device implanted for chronic regional pain syndrome to lower bilateral lower extremities. Six weeks after implant the patient was rear ended, at the time they got whiplash to lower back and not sure what exactly was wrong with lower back because they could not have MRI. A CT scan was done and it showed calcification and arthritis in lower back which was not bothering the patient. They did not have any pain prior to the accident. It was noted that the accident accelerated arthritis that was there. Since implant the stimulator always made their back pain worse so it was off and did not use it because it caused more pain. It was noted that it worked for six weeks up until accident. The car accident was on (B)(6). It was noted that the device had been off for at least six months. The patient had an appointment with their physician to replace it. Because of what the patient experienced after the accident, they did facet joint injections, never ablation from i5 to s3 and had no difference as far as pain on lower back goes. They were also getting to where she had major muscle spasms and burning pain that shot down one leg or another. The cramping was so bad that it caused the foot and can see muscle and foot contracts and freezes like that until she calms her muscle down. The patient had increased zanaflex dosage to control spasm but this had gotten worse in the past three month but started in (B)(6) 2011, had surgery on right knee, one surgery in june and another in july. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).